Event description:
It was reported that during a lobectomy procedure, the cartridge was dislodged from the jaw a few times inside the pt's body at the fourth firing. The cartridge was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/16/2009. Info anticipated, but unavailable at this time.